Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 213 mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual insulin injections and an alternate pump for insulin therapy.